Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 02-oct-2020. The most recent information was received on 08-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), tendonitis ("tendonitis"), arthralgia ("joint pain"), myalgia ("muscle pain"), insomnia ("insomnia"), menorrhagia ("hemorhagic periods") and anosmia ("loss of sense of smell"). The patient was treated with surgery (essure removal by salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, fatigue, tendonitis, arthralgia, myalgia, insomnia, menorrhagia and anosmia outcome was unknown. The reporter provided no causality assessment for anosmia, arthralgia, fatigue, insomnia, menorrhagia, myalgia, pelvic pain and tendonitis with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 02-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), tendonitis ("tendonitis"), arthralgia ("joint pain"), myalgia ("muscle pain"), insomnia ("insomnia"), menorrhagia ("hemorrhagic periods") and anosmia ("loss of sense of smell"). The patient was treated with surgery (essure removal by salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, fatigue, tendonitis, arthralgia, myalgia, insomnia, menorrhagia and anosmia outcome was unknown. The reporter provided no causality assessment for anosmia, arthralgia, fatigue, insomnia, menorrhagia, myalgia, pelvic pain and tendonitis with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.